Event description:
It was reported an issue with novosyn suture. The client has reported that the label was missing on box.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received some pictures showing a box without front box label. This defect was caused in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that this box was labelled. However, it is likely that it was peeled off for some reason prior to box shrink wrapping and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not placed correctly when preparing the shipment to the customer in the warehouse and peeled off prior to shrink wrapping of the box. Final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions:in accordance with our internal quality management procedures, the implementation of corrective or preventive actions is not warranted at this stage. However, this complaint has been formally documented and will be included in trend analysis to monitor for potential recurrence. Additionally, warehouse department has been duly notified to ensure heightened awareness and preventive oversight.